Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: a review of the black box showed multiple replace battery alarms. The battery voltage was not low at the time of the alarm. During the rewind step the pump gave a replace battery alarm. The pump was opened to find moisture damage on the printed circuit board. The replace battery alarm was due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.